Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2023 h.6. Investigation summary: bd received 100 samples from each lot for investigation. The samples were visually inspected and the indicated failure modes for gel air bubbles and foreign matter (fm) were observed. The samples show tubes with large air bubbles in the gel barrier, fm inside the tube, under the tube label, and inside the gel of the tube. Complaints for sample quality were not under statistical control for the month of october 2023, additional testing for sample quality was not performed, as gel air bubbles was seen prior to use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles and fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes have a black dot on the inner wall of the tube, and customer also noted have some air bubbles in some of them. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes have a black dot on the inner wall of the tube, and customer also noted have some air bubbles in some of them. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: the black dot orginally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3016655,.d.4. Medical device expiration date: 31-jan-2024. H.4. Device manufacture date: 16-jan-2023.